Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that after the implantation of the leads and ins, the patient experienced newpain immediately following surgery, specifically new left leg pain, and nerve damage was mentioned. The patient underwent a magnetic resonance imaging (MRI) over the weekend, which did not reveal any unusual findings related to the device or patient symptoms. The physician suggested that the new pain might resolve over time, potentially due to nerve aggravation during the implant procedure. The issue is ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2025-apr-01 e1 (rep): additional information was received from the manufacturer representative (rep). It was reported that the md isn't sure if the nerve damage is from the position or the actual procedure, but they think it will resolve.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead. See h6 for correctional coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type lead product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep resubmitted information and reiterated that the implant and leads were explanted as of (B)(6) 2025.

Event description:
It was reported that the patient had the whole system explanted on (B)(6) 2025. Patient reported they had the device on 100% of the time, but said they had leg pain whether the device was on or off. This was new leg pain post implant that never resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the equipment was discarded.